Event description:
Customer reported to technical support that received positive sn (B)(4) followed by negative sn (B)(4) on reader sn (B)(4) with cartridge lot 16277d.

Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results. The customer, however, was using firmware version 0.17.6 when they received the false positive result.